Manufacturer narrative:
Performance testing was run on the analyzer and was acceptable. Calibration signals were acceptable for the last calibration performed on (B)(6) 2019. Quality controls were within range on the day of the event. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated that they received a discrepant result for one patient sample tested with the elecsys troponin t hs stat assay on a cobas 6000 e 601 module. The sample initially resulted with a troponin t value of 16.79 ng/l and this value was reported outside of the laboratory. A second sample collected from the patient was tested, resulting with a troponin t value of 3.98 ng/l. The original sample was then repeated, resulting with a troponin t value of 3.88 ng/l. The troponin t reagent lot number was 345888, with an expiration date of 31-dec-2019.